Event description:
IV pump set to infuse antibiotic for patient. Rns verified with each dose that pump was set correctly to infuse; twice, the pump said it was infusing the antibiotic but the antibiotic bag was found to be full - patient missed two doses of antibiotic. Channel and all associated pumps were pulled from service and sent in for a preventive maintenance check, which they failed. Pc serial number is (B)(4). Lvp serial number includes: (B)(4).